Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Patient had knee replacement surgery on (B)(6) 2015. Patient had revision surgery on (B)(6) 2017 due to aseptic loosening. Revised evolution cs 12 mm insert and evolution keeled tibial base and replaced with evolution cs 14 mm insert and evolution keeled tibial base. Au vigilance decision: tga reportable. (B)(4).